Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: insyte-n autoguard shielded IV catheter safety mechanism failed - needle was exposed after use. (B)(6) 2025 thankfully there was no harm to the neonate patient, the nurse was alert enough to notice and enclose the device in a specimen up to prevent injury to staff.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the safety mechanism failed could not be confirmed from the shielded needle that was provided for investigation. The needle was received fully retracted within the safety shield. A functional test revealed that the safety mechanism performed as designed and the retraction time was within specification. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.